Event description:
Healthcare professional (hcp) reports four incidents of clotted fibers with the psn 210 dialyzers. All of the incidents occurred between 02/2001 and 03/2001. Hcp stated that the incidents occurred during the patients' treatments. Hcp stated that all of the patients' received 2000u heparin boluses via their vascular accesses. Clotting was indicated with high venous pressure alarms and was visibly seen. Blood was not able to be fully returned, with an estimated blood loss of 40cc per patient. Treatments were resumed with new disposables and completed without further incidents. No patient injuries or medical intervention reported per hcp.